Event description:
It was reported during a laparascopic cholecystectomy the surgeon noticed the white rubber trocar gasket inside of the abdomen. The surgeon was able to retrieve the gasket. There was no consequence to the pt. The device was sent to the hosp's risk mgmt dept.